Event description:
On (B)(6) 2012, the lay user/patient's mother contacted lifescan (lfs) by e-mail alleging that her son's onetouch verio iq meter was reading inaccurately high. The medical surveillance specialist was unable to get in touch with the patient for follow up questions and so the complaint was classified based on the information obtained by the customer care advocate (cca). It is not known when the alleged issue began or what the specific results obtained on the subject meter were. The reporter mentioned that she was comparing the results obtained on the subject meter to results obtained on a onetouch ultramini (unspecified results) and stated the subject meter was "consistently higher." The reporter did not specify how the patient's diabetes is managed or if any changes were made to the patient's diabetes management due to the alleged issue. The reporter claimed that the patient would develop symptoms of "low blood glucose", but that the meter was prompting results in the patient's "normal range." The reporter claimed that because of the results being obtained on the subject meter she was unsure of how to appropriately treat and/or determine the correct insulin doses. The reporter mentioned that the patient is a type 1 diabetic. In the e-mail the reporter stated that she had performed control tests and they were within range. This complaint is being reported as an adverse event because the patient was reportedly experiencing symptoms of "low blood glucose" and obtaining blood glucose results from the subject meter that did not correlate. In addition, the reporter stated she did not know how to appropriately treat the patient since the subject meter was consistently running (inaccurately) high compared to their onetouch ultramini meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.